Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display with the insulin pump. The customer's blood glucose was 85 mg/dl. The customer stated that the backlight still worked and that the insulin pump could still deliver insulin. Troubleshooting was done. The customer also stated that there were cracks on three corners of the screen. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did return. The customer stated that he had previously run into something while the insulin pump was in the pocket. Advised that a replacement battery cap would be sent. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a scrambled display due to a faulty liquid crystal display driver. The battery out limit alarm and missing segment display anomaly could not be verified due to the scrambled display. No blank display was noted. No damage was noted on the liquid crystal display isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.